Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if any additional information is received.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece, part number 89-8507-400-00, serial number (B)(4) was blocked and not functional. During the partial hip replacement surgery, a delay of 58 minutes was reported. The patient was under anesthesia. The reason for the delay was due to time needed for the diagnosis of the handpiece and search of the replacement. A different handpiece was used to complete the surgery. There was no additional harm or injury to the patient reported.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece, part number 89-8507-400-00, serial number (B)(4) was blocked and not functional. During the partial hip replacement surgery, a delay of 58 minutes was reported. The patient was under anesthesia. The reason for the delay was due to time needed for the diagnosis of the handpiece and search of the replacement. A different handpiece was used to complete the surgery. There was no additional harm or injury to the patient reported.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece part number 89-8507-400-00, serial number (B)(4), was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, the event reported by the customer was confirmed as the wire connecting trigger board to controller board was malfunctioning, the motor was noisy, the trigger board connector was unsoldered/damaged. As a repair, motor was replaced with the potted wired controller and the battery support. After repair, the device passed final tests and it was returned to the customer.